Event description:
Surgeon reports additional info: after replacement of the 25.0 diopter lens with a 24.0 staar lens the symptoms are still present. Pt's post-operative refraction is reported to be -1.50 which the surgeon reports may be causing her symptoms. Surgeon no longer believes the incident to be related to the original lens.

Manufacturer narrative:
The lens was returned to the MFR in a non-complaint status and was temporarily misplaced. Evaluation results were inconclusive due to the fact that the lens was cut in half during the explantation procedure. Additional info was received on 8/14/97 in the form of evaluation results. On 8/25/97 additional info was received from the surgeon. The MFR's internal reference number is 97l3117. This report was mailed in to FDA on: 9/11/97. This info is submitted pursuant to 21 cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an alcon laboratories, inc. Product is defective or has caused serious injury. Number of persons affected = 1.